Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument¿s blade broke off while the surgeon was marking liver tissue with opened jaws. The instrument was only in use for five minutes. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 18-jan-2022 and obtained the following additional information: the harmonic ace instrument was inspected before the operation. The harmonic ace instrument did not collide with another instrument during the operation. The fragment was retrieved with a laparoscopic grasping forceps. A replacement instrument was used to complete the surgery. The patient did not sustain any injuries and did not experience any post-operative complications. The patient¿s current health status was reported to be good. No post-operative examinations were performed to locate any remaining fragments. No photo or video was sent to isi for review. The patient demographics, relevant tests, and relevant history were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 480275-08/lot # l90210425 0031) associated with this event was performed. Per logs, the instrument was last used on 13-jan-2022 on system sk1717. This is a single use instrument. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found with a broken curved blade. A broken piece, approximately 0.36¿ x 0.10¿ was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".